Event description:
Endophthalmitis [eye infection nos]. Case description: surveillance of the literature revealed four case reports of endophthalmitis associated with the use of baerveldt glaucoma implants. This report contains info relevant to the first case. A pt developed endophthalmitis in right eye 2 years after the insertion of a baerveldt glaucoma implant 350mm^2. Pt presented with ocular pain and decreased vision for one day. Visual acuity was reduced to hand motion and the pt's intraocular pressure was 14mmhg without antiglaucoma medication. Exposure of the baerveldt tube revealed the presence of purulent discharge. Injection of the conjunctiva revealed a fibrinous anterior chamber reaction with a small hypopyon present. Treatment included intravitreal and subconjunctival vancomycin, ceftazidime, and dexamethasone as well as fortified topical vancomycin and ceftazidime, topical prednisolone acetate, and oral ciprofloxacin. Cultures of the anterior chamber, vitreous, and baerveldt glaucoma implant grew pseudomonas aeruginosa. The pt underwent a pars plana, removal of the baerveldt implant, and injection of intracameral tissue plasminogen activator 3 days after the paracenteses and antibiotic injection. At 4 months of follow-up, visual acuity was hand motion and intraocular pressure was 5mmhg without antiglaucoma medication. The authors conclude that late endophthalmitis may occur after glaucoma drainage implant surgery and exposure of the implant tube seems to represent a major risk factor for late infection. A pharmacia physician considered the case to be serious based upon the sight threatening event and medical intervention.